Manufacturer narrative:
The device was received for evaluation. During functional testing, " no downstream occlusion" did not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation found the device passing downstream occlusion testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no downstream occlusion alarm during unspecified process step. There was no patient involvement. No additional information is available.